Manufacturer narrative:
(B)(4). Medical product: oss reinforced yoke, catalog #: 150493, lot #: 446840; oss long tibial plate, catalog #: 150419, lot #: 329680; oss polyethylene locking pin, catalog #: 150478, lot #: 969830; oss tibial polyethylene bearing, catalog #: 150411, lot #: 771160; regenerex multi-hole acetabular cup, catalog #: pt-106062, lot #: 153470; low profile screw, catalog #: 103533, lot #: 323010; low profile screw, catalog #: 103532, lot #: 867290; oss modular femoral component, catalog #: 161012, lot #: 329720; oss femoral diaphysis, catalog #: 150462, lot #: 106770; oss modular proximal femoral component, catalog #: 150458, lot #: 369640; oss diaphyseal segment, catalog #: 150467, lot #: 466190; oss axle, catalog #: 161035, lot #: 204590; hiwall polyethylene liner, catalog #: ep-108525, lot #: 568260; magnum modular head, catalog #: s331140, lot #: 493600; oss polyethylene bushings, catalog #: 161034, lot #: 430130. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02972; 0001825034-2018-02973; 0001825034-2018-02974; 0001825034-2018-02975; 0001825034-2018-02976.

Event description:
It was reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this product did not contribute to the reported reason for revision. Therefore, this medwatch needs voided.